Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A review of the rv pace impedance trend graph indicated that the impedance measurements increased from the 700 ohm range at implant to the 1400 ohm to 1600 ohm range approximately one (1) month later. This is high out of range. It was noted that the rv threshold measurement improved to 0.5 volts at 0.4 milliseconds and the r-waves were good. The patient was observed in the clinic where an echocardiogram was performed and looked good upon initial review. The patient was also noted to feel good. The cause of the increase in rv pace impedance measurements is unknown. The lead remains in-service. No patient symptoms or adverse patient effects were reported.